Event description:
During routine check the audio alarm was not functional during the "self test" or any simulated alarm condition. Visual alarms were functional during this testing. Audio conditions returned when the front panel cover of the console was removed. This symptom could not be reproduced. This failure is currently being investigated by abiomed engineering. There was no patient involvement.